Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure undefined high impedance was noted on the right atrial (ra) lead although numerous attempts were tried.  The lead was attempted / not used and replaced.  No patient complications have been reported as a result of t his event.